Manufacturer narrative:
(B)(4). The hp had connected and started therapy without opening their transfer set, which is a user error. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The prepare for therapy section, instructs the user to connect the transfer set to the patient line and to open the transfer set, prior to starting the initial drain. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the home patient (hp) attempted to start peritoneal dialysis (pd) therapy and forgot to open his transfer set. The customer contacted a technical service representative (tsr) regarding therapy questions. The hp stated that when he connected himself he pressed go, that's when they realized the transfer set was not open. The hp was then in fill 1. The tsr advised the hp needed to end therapy and start over with new supplies. The hp stated he would not start over and ended the call with the tsr. There was patient involvement, however no adverse event was reported.